Manufacturer narrative:
Batch review performed on 12 march 2019: lot 1652559: (B)(4) items manufactured and released on 14-nov-2016. No anomalies found related to the problem. To date, another similar event has been reported on this lot (complaint (B)(4) [MDR 2018-00775]). Preliminary investigation performed on 13 february 2019 by r&d product manager: the photos show the blade with the broken teeth. The charnley blades are instruments properly designed for amis approach and are widely used in the total hip arthroplasty providing a correct help during surgery. The root cause of the event can not be determined with certainty: probably the impingement with the head can be related to a choice of a too much big blade respect to the patient's size, as the terminal part of the blade (with the teeth) could have gone in impingent with the head; anyway, this remains only an hypothesis, as the size of the patient is unknown.

Event description:
During the hip reduction the ceramic ball head went in impingement with the medial blade. The surgeon noticed the broken teeth and removed them. After a c-arm check he swapped the ceramic head and completed the surgery successfully.

Manufacturer narrative:
Visual inspection performed by r&d project manager: after visual inspection of the received devices I confirm what reported in the preliminary investigation.